Event description:
After a successful stent placement in the biliary tract approx five inches of the inner catheter came out with the guidewire. No fragments remained in the pt & no further complications were reported.